Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the fms vue pump had pressure fluctuation from high and low and was inconsistent. There was no impact to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received at the service center for service and repair. Per service manual operational and diagnostic analysis, the reported issue (fluctuates pressure to high and low) was confirmed. The root cause is due to wear on the springs. The service team replaced the springs on pressure arms with tip replacement kit as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Per sb, performed software upgrade to 3.11. A DHR review was conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Our results indicate that there were no issues during the manufacture of the product that would have contributed to this complaint condition. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any kind for this serialized device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).